Event description:
It was reported that on 02 december 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. It was noted during procedure via angiography examination, that the occlcuder exhibited a bulbous deformation. A single attempt was made to recapture and redeploy the occluder, but the deformation persisted. The occuder had been sized according to the instructions for use and transesophageal echocardiogram examination. The deformed 30mm amplatzer (pfo) occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment of the deformed occluder. There was no angulation or kink noticed in the 8f amplatzer trevisio intravascular delivery system. The decision was made to remove the 30mm amplatzer (pfo) occluder and the 8f amplatzer trevisio intravascular delivery system and replace them with a new 35mm amplatzer (pfo) occluder and new 12f amplatzer trevisio intravascular delivery system to complete the procedure. The reason for selecting a 35mm 35mm amplatzer (pfo) occluder as the replacement device was due to the patient's thickened septum with long tunnel/anatomy. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the the time of report. The patient was stable at the time of report. There was no no issue with the 8f amplatzer trevisio intravascular delivery system reported. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a